Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the vapr s90 device was not working correctly. According to the reporter, the device would not coagulate and ablate. It was further reported that the device was brand new; and did not burn at all but was making the sound. There was no delay in the surgical procedure as an identical spare device was available for use to complete the procedure successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Awareness date reported on follow up report 3 as december 21, 2018 but should have been january 18, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was sent to the supplier for evaluation. The active tip of the electrode shows minor signs of use and activation. No obvious visual damage can be seen and appears to be in an as expected condition. The suction hole at the active tip also appears clean and free from any blockage. No obvious visual damage to the device handle, cable or plug. The suction tube of the device shows some signs of use, with dried saline/liquid visible within. However, no visible blockage is seen. The device has been returned with the suction clamp in the closed position. The electrode has been returned with a tape around the cable of the device, upon which the word ¿defective¿ is written. Initial continuity readings were recorded to be outside that of the device specification, resulting in an initial fail. However, during functional testing, partial intermittent activation (with the generator displaying an output short error message) was observed. Continuity readings were again taken, resulting in a continuity reading of 0.791o. This suggests a break in the active wire, when in a dry environment, the device would not work. However in a wet environment, the saline would ¿bridge¿ the gap/break, resulting in continuity readings within device specification. During functional testing intermittent error messages were displayed prior to the electrode becoming partially activated. Instances whereby an active circuit issue is within the crimp, in the handle of the device ¿ the device simply would not work, with no activation at the tip and no error messages displayed on the generator. The evidence provided from the functional and electrical testing conducted in this instance, indicates a short between the active wire and the return tube at the distal end of the device (behind that of the active tip) when the tip of the device is submerged in saline. This may be due to a break in the active wire and/or the lack of insulation or epotek in this location. As recorded, partial activation was observed, in conjunction with the output short message. This is likely as a result of saline beginning to saturate the inside of the active tip, and given time, would result in a full active/return bridge at the back end of the active tip. Continual activation will likely result in damaging the device manifold thus the testing was halted. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The lot number is not available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was sent to the supplier for evaluation. The active tip of the electrode shows minor signs of use and activation. No obvious visual damage can be seen and appears to be in an as expected condition. The suction hole at the active tip also appears clean and free from any blockage. No obvious visual damage to the device handle, cable or plug. The suction tube of the device shows some signs of use, with dried saline/liquid visible within. However, no visible blockage is seen. The device has been returned with the suction clamp in the closed position. The electrode has been returned with a tape around the cable of the device, upon which the word ¿defective¿ is written. Initial continuity readings were recorded to be outside that of the device specification, resulting in an initial fail. However, during functional testing, partial intermittent activation (with the generator displaying an output short error message) was observed. Continuity readings were again taken, resulting in a continuity reading of 0.791o. This suggests a break in the active wire, when in a dry environment, the device would not work. However in a wet environment, the saline would ¿bridge¿ the gap/break, resulting in continuity readings within device specification. During functional testing intermittent error messages were displayed prior to the electrode becoming partially activated. Instances whereby an active circuit issue is within the crimp, in the handle of the device ¿ the device simply would not work, with no activation at the tip and no error messages displayed on the generator. The evidence provided from the functional and electrical testing conducted in this instance, indicates a short between the active wire and the return tube at the distal end of the device (behind that of the active tip) when the tip of the device is submerged in saline. This may be due to a break in the active wire and/or the lack of insulation or epotek in this location. As recorded, partial activation was observed, in conjunction with the output short message. This is likely as a result of saline beginning to saturate the inside of the active tip, and given time, would result in a full active/return bridge at the back end of the active tip. Continual activation will likely result in damaging the device manifold thus the testing was halted. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable.